Event description:
It was reported that both right atrial (ra) lead and right ventricular (rv) lead had dislodged. It was believed that this was related to twiddlers syndrome. Subsequently, the patient underwent a revision procedure to reposition the leads. There were no additional adverse effects to the patient outside of the revision procedure.